Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)') and device dislocation ('migration of essure device location of device: left side moved into the cornua') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures, vaginal delivery and cervical dysplasia. Essure confirmation test(s) conducted, specify result: malposition. Previously administered products included for an unreported indication: mirena. Concurrent conditions included menometrorrhagia, vomiting, mood altered, adenomyosis and nabothian cyst. Concomitant products included gabapentin, loratadine, pseudoephedrine sulfate (claritin-d allergy), medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 21 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: (menorrhagia (heavy menstrual bleeding), abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia"), urinary tract infection ("bladder/urinary problems: (urinary tract infection"), cystitis ("bladder infection") and gastrointestinal disorder ("other injuries/symptoms: (gastrointestinal conditions") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, female sexual dysfunction, dyspareunia, dysmenorrhoea, anaemia, urinary tract infection, cystitis, gastrointestinal disorder, weight decreased and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, anaemia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: I was able to insert that nicely ; and she had 4 coils visible, I just continued to apply steady pressure gently, and it went in nicely. This one had 4 coils at the end. Both coils were visible, stayed in place diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: perforation (other) please describe: left coils moved, unilateral occlusion (right tube occluded) migration of essure device. Pathology test - on (B)(6) 2013: 1. Benign cervical mucosa with chronic cervicitis and nabothian cyst. Negative for squamous dysplasia or human papilloma virus cytopathic effect. 2. Proliferative endometrium, negative for endometrial hyperplasia or atypia. 3. Adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-dec-2019: pfs+mr received. New event: abnormal bleeding (vaginal), migration of essure device location of device: left side moved into the cornua were added. New reporter and onset dates were updated. Concomitant conditions, drugs added. Past medical history and lab data added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify result: malposition. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: (menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), urinary tract infection ("bladder/urinary problems: (urinary tract lnfection"), cystitis ("bladder infection") and gastrointestinal disorder ("other injuries/symptoms: (gastrointestinal conditions") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, female sexual dysfunction, dyspareunia, dysmenorrhoea, anaemia, urinary tract infection, cystitis, gastrointestinal disorder and weight decreased outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, anaemia, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, menorrhagia, pelvic pain, urinary tract infection and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Events ; pain: perforation: (fallopian tubes),pelvic/abdominal, apareunia, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), bleeding: (menorrhagia (heavy menstrual bleeding), anemia), bladder/urinary problems: (urinary tract infection, bladder infection), other injuries/symptoms: (gastrointestinal conditions, weight loss) were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.